Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies and it was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated the patient is needing an MRI of the brain, but noticed that the patient said she thinks the ins is off and dead. The caller said the patient does not have a charging cable and wants to know if the patient is eligible for MRI. The caller thinks the patient's device is dead/off because the patient has not used the ins for a long time. No further complications were reported. No patient symptoms were reported. Additional information was received from the healthcare provider via manufacturer's representative. It was reported that the stimulator was no longer working and the patient wanted it explanted. The hcp reported that per patient they had another fusion in her spinal cord performed by another hcp. Patient denied that the hcp who did the fusion did any damage or removal of the scs components. On the day of the explant, the hcp opened the pocket to begin removal of system only to notice that both the leads appeared to be cut approximately 4-5 inches from where they connected to the battery. The hcp then opted to obtain x-rays of the patient and could only locate the remainder of one of the leads with anchor still attached. The hcp was able to remove that portion of the lead. The other lead was not visible via x-ray and did not appear to be implanted in the body per hcp. The hcp successfully explanted all the remaining components. Patient did not offer any information as to whether she was aware of any change to the system during her fusion procedure. Patient had additional spinal fusion at some point prior to the explant. The hcp that was performing explant, reported she was not aware the patient was seeing another hcp or that she was having additional procedures performed. Reps were not made aware of any problems with the scs system and therefore did not have opportunity to test the implanted system prior to explant. No further complications were reported/anticipated.